Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, the patient experienced an acute myocardial infraction. During the index procedure in (B)(6) 2008, a percutaneous coronary intervention (pci) was performed to treat a lesion located in the proximal left anterior descending (lad). The 95% stenosed de novo target lesion was 36.0mm long with a reference vessel diameter of 2.50mm. Predilation was performed with the deployment of a 2.50x24mm and a 3.50x12mm taxus express2 stent. Post-dilation was performed. Residual stenosis was 0% with timi flow 3. The patient was discharged 1 day later on bayaspirin and plavix. In (B)(6) 2009, a coronary angiogram was performed and it was noted that restenosis occurred in the left main coronary artery and proximal left anterior descending (lad). According to the physician, "the main stenosed location was in the lmca however, restenosis was found in the index lesion proximal lad also." The 75% stenosed target lesion located in the lmca was 3.5mm in diameter and 16mm long. In (B)(6) 2009, a percutaneous coronary intervention (pci) was performed with an unknown balloon catheter and taxus stent. Post treatment visual inspection revealed 0% stenosis with timi 3 flow. The event was resolved and the patient discharged on bayaspirin and plavix. In (B)(6) 2010, it was noted that the patient experienced acute myocardial infarction. A hemorrhoidectomy was performed at another facility and bleeding from the wounded area was found. Per the physician comments "a doctor of the other facility canceled prescription of bayaspirin and plavix." No patient complication was reported, the event was resolved. Eight days later, the patient developed an acute myocardial infarction while on a business trip. Thrombotic occlusion was found in the stent implanted lesion. Iabp (intra-aortic balloon pump) was used to treat the patient. The 3.0x15mm lesion was dilated with a 2.75mm balloon. There was no dissection, no under expansion, and no incomplete apposition in the stent placement. Post procedure stenosis was 0% with timi 3 flow. In (B)(6) 2010, the patient outcome was considered improved.

Event description:
It was further reported that during the index procedure in (B)(6) 2010, a new onset of ischemic symptoms at rest up to 2 days prior to angiography and percutaneous coronary intervention occurred. Intravascular ultrasound, angiography or pathological findings confirmed the thrombosis.

Event description:
It was further reported in (B)(6) 2010 that a 12 lead electrocardiography was performed, however its result was not provided from the hospital and the observation was unknown. Also ischemic symptoms in resting (typical chest pain lasting longer than 20 minutes) were confirmed. The lesion located in the proximal lad was 100% stenosed, 3.0mm in diameter and 15mm long. In (B)(6) 2010, the physician restarted administration of bayaspirin and plavix instead of aspirin and clopidogrel previously noted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2008, the patient experienced unstable angina pectoris. In (B)(6) 2009, a 6-month follow-up was performed. In (B)(6) 2009, a 1 year follow-up was performed. The patient had no anginal symptoms. It was indicated that aspirin was prescribed from (B)(6) 2008 to (B)(6) 2010 and cancelled due to bleeding from the wounded area. Clopidogrel was also prescribed from (B)(6) 2008 to (B)(6) 2010 and cancelled due to bleeding from the wounded area. The physician later prescribed aspirin and clopidogrel and was started again in (B)(6) 2010. The patient was discharged from the hospital. In (B)(6) 2010, a 2 year follow-up was performed. No anginal symptoms were noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In the describe event or problem session, the medication prescribed in (B)(6) 2010 have been corrected from aspirin and clopidogrel to bayaspirin and plavix. (B)(4).

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). Same case as: 2134265-2010-04733, 2134265-2010-04772. Same patient as: 2134265-2009-07165, 2134265-2009-07166. It was reported that post a coronary stenting treatment procedure, the patient experienced an acute myocardial infraction. During the index procedure in (B)(6) 2008, a percutaneous coronary intervention (pci) was performed to treat a lesion located in the proximal left anterior descending (lad). The 95% stenosed de novo target lesion was 36.0mm long with a reference vessel diameter of 2.50mm. Predilation was performed with the deployment of a 2.50x24mm and a 3.50x12mm taxus express2 stent. Post-dilation was performed. Residual stenosis was 0% with timi flow 3. The patient was discharged (B)(6) later on bayaspirin and plavix. In (B)(6) 2009, a coronary angiogram was performed and it was noted that restenosis occurred in the left main coronary artery and proximal left anterior descending (lad). According to the physician, "the main stenosed location was in the lmca however, restenosis was found in the index lesion proximal lad also." The 75% stenosed target lesion located in the lmca was 3.5mm in diameter and 16mm long. In (B)(6) 2009, a percutaneous coronary intervention (pci) was performed with an unknown balloon catheter and taxus stent. Post treatment visual inspection revealed 0% stenosis with timi 3 flow. The event was resolved and the patient discharged on bayaspirin and plavix. In (B)(6) 2010, it was noted that the patient experienced acute myocardial infarction. A hemorrhoidectomy was performed at another facility and bleeding from the wounded area was found. Per the physician comments "a doctor of the other facility canceled prescription of bayaspirin and plavix." No patient complication was reported, the event was resolved. (B)(6) later, the patient developed an acute myocardial infarction while on a business trip. Thrombotic occlusion was found in the stent implanted lesion. Iabp (intra-aortic balloon pump) was used to treat the patient. The 3.0x15mm lesion was dilated with a 2.75mm balloon. There was no dissection, no under expansion, and no incomplete apposition in the stent placement. Post procedure stenosis was 0% with timi 3 flow. In (B)(6) 2010, the patient outcome was considered improved.